Event description:
A vexcel plus dialysis catheter was implanted for therapeutic purposes in 2005. It was reported the dialysis catheter came out from the patient's body while the patient was at home in 2005. The cuff did not remain in the patient's body. The dialysis catheter was replaced.